Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, a crack was observed on the cartridge. Reportedly, blood glucose (bg) level ranged from 54-501 (mg/dl), and the method used to address bg level was not provided. Reportedly, a new cartridge was loaded to address the event and the pump fill estimate was accurate.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be verified. The failure investigation has been completed and the alleged touchscreen issue was verified.